Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: zimmer persona tibial articular surface provisional shim catalog #: 42-5279-003-01 lot #: 62793380, zimmer persona tibial articular surface provisional shim catalog #: 42-5279-003-01 lot #: 62793380, zimmer persona tibial articular surface provisional shim catalog #: 42-5279-003-02 lot #: 62656033, zimmer persona tibial articular surface provisional shim catalog #: 42-5279-005-01 lot #: 62920063, zimmer persona tibial articular surface provisional shim catalog #: 42-5279-005-02 lot #: 62806914. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-03934, 0001822565-2017-02218, 0001822565-2016-03935, 0001822565-2016-03937, and 0001822565-2016-03938. Conclusion updated to design deficiency complaint sample was evaluated and the reported event was confirmed. Visual inspection of the two returned tibial articular surface provisional (tasp) shims shows the device has a ball bearing and spring disassembled and missing. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no new trends were identified. These devices are confirmed to have been a part of a previous CAPA investigation. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause of the event is attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the provisional shims were returned with missing ball bearings.